Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing found an internal short between the inner coil and outer coil conductor paths. Destructive analysis of the lead found damage inner insulation due to suture sleeve tie down forces at the proximal region of the lead. The cause of the reported event was isolated to the exposure of the inner coil at the suture sleeve tie down region consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021- 36657. It was reported that the patient presented in clinic for follow up. Device interrogation revealed low pacing impedance on the pacemaker and right ventricular (rv) lead. Physician elected to explant and replace the pacemaker and the rv lead. Patient condition was stable.